Event description:
It has been reported to us that during the procedure the radiopaque marker band separated from the aspiration catheter shaft and remains inside the pt's vessel. The physician inserted the aspiration catheter into the pt and advanced the device into the left circumflex. The physician had difficulty tracking into the circumflex. The physician pulled back on the aspiration catheter and the distal tip of the catheter became separated from the shaft. The physician attempted to pull back the separated tip into the guide catheter; however, that was not successful and the distal tip traveled down into the left arterial descending artery and became embedded into the vessel wall. At the time of this report the status of the pt is unk.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.